Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, tamponade, wire and catheter manipulation and burst pacing. During the ta procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site. These patients can be non-operative or high risk, have complex medical histories and multiple comorbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are very common and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery may be required. In this case, it appears that patient factors (ef 25%) could have contributed to the reported ventricular tachycardia. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards clinical specialist (fcs), during the transapical tavr procedure, post bav and rapid ventricular pacing, the patient went into ventricular tachycardia (vt) and was shocked at 200 joules. The decision was then made to proceed with the deployment of the sapien valve. The 26mm sapien valve was positioned 50:50; however, post deployment the patient went into vt again. Per report, the patient required multiple shocks to convert, CPR was administered because of low blood pressure and the patient was placed on cardiopulmonary bypass (cpb) to stabilize the patient enough to allow the apical access site to be closed. After closure, the patient was able to be weaned off bypass and was then transferred to the unit in stable condition.